Event description:
Caller reported a malfunction on the pump. There was no adverse impact to the customer¿s blood glucose level. Technical support provided instructions to reset the pump, which successfully resolved the issue. The customer was informed to continue using the pump and advised to call back if any malfunction code recurs.